Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot (B)(4), ubd: 28-dec-2006, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 7.5 mg/ml dilaudid (hydromorphone) at 0.37 mg/day. The reason for use was not reported. It was reported that the pump segment appeared to leak at the connection site to the pump and the pocket filled with fluid. The issue occurred during a procedure on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics/troubleshooting performed. The patient was having surgery on the day of the report ((B)(6) 2018). The issue was resolved at the time of the report. The hcp would have no further information for the manufacturer on this event. The device was replaced by another device of the same manufacturer, the customer was notified that the product should be returned to the manufacturer, it would be returned and the hospital was in possession of the device. The patient¿s weight was asked but unknown. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_cath, product type: catheter. Analysis found that there was coring/tears/cuts in the seal of the catheter suture-less connector, which met leak criteria. If information is provided in the future, a supplemental report will be issued.